Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2021-12141 it was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right atrial lead exhibited sensing noise causing automatic mode switch and the implantable cardioverter defibrillator exhibited under-sensing and automatic mode switch. Further information was requested however, was not provided.